Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter had dampened wave form within the first hour after insertion. When the catheter was removed it was noted that it was shredded/kinked at the tip of the catheter. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the catheter had dampened wave form within the first hour after insertion. When the catheter was removed it was noted that it was shredded/kinked at the tip of the catheter. No patient injury or consequence.